Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was 315 mg/dl. The customer changed supplies and resumed insulin therapy. The customer also reported a blood glucose of "high" a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump and a supply change which also resolve the occlusion.

Manufacturer narrative:
No product was returned for evaluation. Should new relevent information become available,a supplemental report will be submitted. H3 other text : device not returned.